Event description:
The customer's pump will not turn on. This issue did not affect his blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.